Event description:
It was reported that a user of the ilet bionic pancreas experienced elevated glucose following an unannounced meal, with dexcom g7 readings of 213 mg/dl trending downward to 196 mg/dl, and the user questioned whether the system was over-correcting. Symptoms included shakiness. Outcomes included no injury, no loss of consciousness, and no medical intervention or hospitalization. Investigation included call center troubleshooting and education with follow-up planned to confirm glucose returned to a safe range. Investigation of this case revealed that glucose elevation was associated with a postprandial rise after an unannounced meal, and device function appeared consistent with expected operation given the downward trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.